Event description:
Through journal article "complications and burden of 2-stage tissue expander to implant-based reconstructive surgery: a single-center retrospective study" 55 patients with 91 breast implants were studied. 25 patients (44 breasts) experienced complications including: 1 case of "capsular contracture" baker grade unknown, 2 cases of "rippling", 1 case of "implant ridge in upper pole", 5 cases of "animation deformity", 9 cases of asymmetry and ¿univariate linear regression showed for every increase in bmi¿. Affected sides and device status are unknown. This record captures the 88 silicone breast implants.

Manufacturer narrative:
Article citation: churchill if, gallo l, dunn e, et al. Complications and burden of 2-stage tissue expander to implant-based reconstructive surgery: a single-center retrospective study. Plastic surgery. 2023;0(0). Doi:10.1177/22925503231217517. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.